Event description:
The generator and lead were received by the manufacturer for product analysis. Product analysis was completed on the returned lead portion, note, a portion of the lead assembly including the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. There was an abraded opening observed and slice mark found on the outer silicone tubing, which likely were made during the explant process and likely provided leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portion was consistent with conditions that typically follow explant procedure with no anomalies noted outside of the abraded opening. The setscrew marks found on the lead connector pin provided evidence that, at one point in time, a good mechanical and electrical connection was present. There were no discontinuities identified and there was no evidence to suggest discontinuities contributed to the allegation of high impedance / lead fracture. Except for an abraded opening in the outer tubing, there were no observed product related issues with the returned lead portion. Product analysis was completed on the returned generator and the generator performed according to functional specifications with diagnostics within normal limits for programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent lead revision due to high impedance. The patient's generator was explanted prophylactically. The nurse was not sure if the patient had experienced a fall or trauma. The suspect product has not been received by the manufacturer for product analysis to date. No further relevant information has been received to date.